Manufacturer narrative:
Section h10: (h3) the evaluation noted that based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition or is nosocomial in nature. Section(s): no information has been provided: a2, a4, a5, b6, b7, and d6.

Manufacturer narrative:
Pending evaluation.

Event description:
Approximately 2 weeks after a previous right knee wash-out and the cck insert replacement, this female patient developed another infection. The cck insert was removed on (B)(6) 2020. The prosthesis was well fixed and showed no degree of movement was noted by the surgeon during the retrieval. Patient was last known to be in stable condition following the event. The devices will not return due to hospital policy.